Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed and caused the entire station to power down.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and causing the station to power down. A field service engineer (fse) identified that the power failure was due to drawer controller. Fse replaced the drawer controller and module controller as it was also damaged. Fse confirmed that the retractor ribbon was in good condition, tested the drawer and verified the functionality. The system functioned as intended after the field service engineer had repaired the device.